Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohms. Additionally, the threshold measurements had increased. Fluoroscopy did not note a fracture. High pacing impedance and threshold measurements were also noted through the pacing system analyzer (psa). As a result, this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.